Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The vessels were narrow bilaterally and calcified. The left external iliac varied in diameter from 7 mm to 5 mm to 8 mm. It was reported that based on a CT scan from 2 months prior to implant there may have been disease progression or narrowing of the access vessels. The talent bifurcated device was attempted to be inserted via the left side after the vessel was pre-dilated; however, the device could not be advanced. Serial and balloon dilatation with 8, 16, and 20 fr dilators was attempted but the device could not be advanced. The decision was made to remove the device and attempt on the right side. When the device was removed, the pt's pressures started dropping, as the access vessel was dissected. The decision was made to convert the pt to an open repair. No additional clinical sequelae were reported and the pt was stable. The delivery system was discarded after the procedure.

Manufacturer narrative:
(B)(4). Small, calcified and narrow iliac arteries; arterial trauma/dissection/perforation.